Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose rising from approximately 100 mg/dl to a peak of 378 mg/dl and remaining above 180 mg/dl for about three hours; device inspection by the user did not reveal infusion failure or leakage, cgm and meter values were concordant, and the agent assessed that a smaller-than-needed meal announcement likely contributed to the prolonged elevation. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for assistance, no professional medical intervention, no hospitalization, and no backup therapy use. Investigation included technical troubleshooting with device inspection guidance and review of dosing inputs and cgm trends. Investigation of this case revealed no device malfunction observed by the user and a probable underestimation of the meal announcement leading to insufficient insulin for the meal. It was concluded that the event was consistent with hyperglycemia with an unclear device-related cause and likely user dosing factor, and the device was considered to be operating as intended based on observed insulin effect and declining glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.